Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit failed pneumatic module leak test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information - e1(event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and performed a few times of pneumatic module leak test, all passed (as well as all manifold test). The fse couldn¿t duplicate customer feedback issues, unit passed all functional and safety test per factory specifications, and the unit was released to hospital as clinical use on same day.